Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also noted that the right ventricular (rv) lead had increased impedance. The rv lead was replaced. Additionally, the right atrial (ra) lead had an insulation break. The ra lead was replaced. No further patient complications have been reported as a result of this event.